Event description:
Same case as MDR ID # 2134265-2013-00458. It was reported that during a percutaneous coronary intervention procedure, stent damage and patient complications occurred. The target lesions were located in the coronary artery. A 2.5 x 24 mm taxus express2 stent was placed in the left anterior descending artery, a 2.5 x 24 mm taxus express2 stent was placed in the diagonal and a 2.5 x 12 mm taxus express2 stent was placed in an unknown location. It was reported that while advancing one of the 2.5 x 24 mm taxus express2 stents through the 2.5 x 12 mm taxus express2 stent the patient's artery ruptured. It is unspecified how the rupture artery was treated. The patient experienced discomfort and anxiety. It was reported that an x-ray confirmed the 2.5 x 12 mm taxus express2 stent had broken. No further patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Age at time of event 18 years or older. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).